Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, data files were provided for review. Review of the data files found that the device was being used with a simulator. ECG rhythms from any type of simulator are looped, repeated signals which can result in inaccurate shock/no shock results. Reports of this nature typically do not meet our requirements of reportability due to simulated rhythms do not impact the device's ability to be used clinically. Analysis of reports of this type has not identified an increase in trend.